Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the patient developed acute symptoms including abdominal pain, nausea, and vomiting. The cgm reading was 5.0 mmol/l. He contacted the medical on call service and subsequently went in for evaluation. At the clinic, the sensor was replaced, and the new sensor displayed high. A confirmatory finger stick measurement showed a blood glucose level of 34 mmol/l, and ketone levels measured at 7mmol/l. The patient was admitted to the hospital with diabetic ketoacidosis. He received treatment IV medication and fluid, saline and insulin. The patient was hospitalized (B)(6) 2026. At the time of the report the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.